Event description:
It was reported on 04/06/2015 that the patient passed away on (B)(6) 2014 from inflammatory breast cancer. The neurologist who the patient last saw is no longer practicing. Follow-up with the funeral home showed that the patient was buried which means that she would not have had the device explanted.